Event description:
The company was informed that the patient developed postoperative hematoma and fluctuation around the implant site. The puncture of hematoma was performed. The patient had undergone sufficient antibiotic treatment. The patient continues to be monitored by the hospital. Advance bionics is in the process of gathering more information; once more information is available, a supplemental report will be submitted.